Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the customer has been experiencing high blood glucose. The customer stated the insulin pump has been giving him issues. Customer stated she treats herself with manual injection and bolus; her blood glucose does not go down. The customer's blood glucose ranged between 457mg/dl-570mg/dl. During troubleshooting customer stated no air bubbles were noted. During the high pressure test, the pump alarmed no delivery. The customer already changed out set, but blood glucose still does not go down. The customer was advised to follow up with her health care provider and monitor blood glucose.